Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe scale markings were unevenly spaced and crooked. The following information was provided by the initial reporter, translated from spanish to english: "they are coming defective from last year, there is excess space at the beginning of the syringe or the lines are crooked."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6)2021. H6: investigation summary customer returned (37) 1cc, 8mm, 30g syringes in open poly bags from lot # 8120647. Customer states that there is excess space at the beginning of the syringe. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications, indicating that all samples fall within specifications for volumetric accuracy. Customer states that the lines are crooked. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 8120647. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for missing print. There was one (1) notification noted for ink spots/missing print. There was one (1) notification noted for ink splatters. There was one (1) notification noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe scale markings were unevenly spaced and crooked. The following information was provided by the initial reporter, translated from spanish to english: "they are coming defective from last year, there is excess space at the beginning of the syringe or the lines are crooked."